Event description:
In may 2006 a customer had a problem with a foley catheter. The customer states they tried several times to withdraw saline from catheter. They were able to withdraw 1.7-18ml of saline but were unable to remove any more on additional attempts. The customer pulled out catheter and balloon did not deflate while being pulled out. The customer states there was no blood in the patient's urine when she voided after the catheter was removed.